Event description:
It was reported that the customer received an incomplete bolus alert as they had not completed a bolus request. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. The customer required assistance in treating the bg due to being incapacitated by the bg. The customer's wife assisted the customer in changing the cartridge to treat the bg. Tandem technical support educated the customer on the meaning of an incomplete bolus alert.